Manufacturer narrative:
A ge service rep performed an on site investigation. The dicom box was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the left monitor went blank on the 9800 system during a case. The procedure was completed without incident. No pt injury was reported.